Manufacturer narrative:
Patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. The complaint investigation included a review of data and information provided by the customer, instrument service history review, ticket trending review, labeling review, and device history review. A review of the instrument service history on serial number (B)(4), revealed no additional service tickets for erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. A review of tracking and trending did not identify any trends for the architect c8000. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c8000 processing module for serial (B)(4) was identified.

Event description:
The customer observed a falsely depressed sodium result generated on the architect c8000 processing module. The following data was provided (normal range: 136 to 145 mmol/l): the first run generated error code 3004 (unable to process test, liquid not found for sample pipettor at sample carrier) and no results were generated. The tech reran the sample and the following results were generated: (B)(6) initial result = 106 mmol/l, repeat = 138 mmol/l. The initial sodium result was called to the on-call physician who tried to call the patient to go to the ER but didn't reach the patient. The repeat result was within normal range and was reported. The physician contacted the lab for clarification on the discrepant results. No impact to patient management was reported.